Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the patient, through the filing of a legal claim, that he underwent a total hip arthroplasty in (B)(6) 2012 where he was implanted with a stryker hip system. It is further alleged that he was advised by his orthopaedic surgeon to undergo early revision of his hip system due to "recall and metal in his body". Patient is scheduled for revision surgery on (B)(6) 2018. Update (B)(6) 2018: as reported by rep: "patient was brought in for a hip revision due to instability. Surgeon noted metal debris and soft tissue necrosis. Gluteus medius was necrotic and surgeon tried to repair. The lfit head was removed and replaced with a universal ceramic head and sleeve. He also replaced liner with a constrained liner due to instability and damage to gluteus medius and other soft tissues".